Manufacturer narrative:
The explanted devices were discarded and will not be returned for evaluation.

Event description:
A report of a patient having an emergency explant was due to epidural hematoma received. The hematoma was due to the procedure and not caused directly by the device. The patient is reportedly doing well.